Event description:
It was reported that the patient underwent a urodynamic measurement procedure as part of a clinical study in 2004. 2 days later, the patient was diagnosed with a urinary tract infection. Antibiotics were prescribed and the symptoms were resolved 5 days later.